Manufacturer narrative:
The investigation reviewed the calibration performed on (B)(6) 2023 and noted that it was within specifications. The investigation reviewed the alarm trace and found multiple abnormal aspiration alarms on the date of the event, close to the time sample was processed. After service, no further issues were reported by the patient. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and determined the event was due to contamination and fluidics. He found that the dilution cup was dirty and was also chipped under the vacuum nozzle. The fse then flushed one of the solenoid valves (sv), replaced one sv and sipper nozzle, flushed the vacuum nozzle, cleaned and spun the dilution vessel so the chip would not be under the vacuum nozzle. He then performed calibration, precision, ion-selective electrode (ise) checks. He also performed precision checks using control serum before and after cleaning. The customer performed qc with successful results. The investigation is ongoing. H3 other text : na.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from approximately thirty patient samples tested on the cobas pro ise analytical unit. The initial results were reported outside of the laboratory. The reporter stated they had a high bias on sodium and chloride on the reported ion-selective electrode (ise) line compared to the other line on their site. The qc was noted to be out of range on (B)(6) 2023 so they rerun the approximately 30 patient samples on their other cobas pro ise analyzer. They had to correct about half of the patient sample results. The reporter was able to provide one example of a questionable sodium result. On (B)(6) 2023, the initial result from the analyzer was 152 mmol/l. On (B)(6) 2023, the repeat result from the other analyzer was 143 mmol/l. The repeat result was deemed correct. The electrode lot number is f71_2022. The expiration date was requested but not provided.